Event description:
It was reported that the patient experienced a loss of therapeutic effect. A volume discrepancy was noted; the hcp had more volume than expected. The expected reservoir volume was 3.5 ml while the actual reservoir volume was 14 ml. Additional information has been requested from the hcp, but was not available as the date of this report.